Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00317. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (rmca) using penumbra smart coils (smart coils). During the procedure, while attempting to retract a smart coil back into the non-penumbra microcatheter for repositioning, the physician experienced resistance and subsequently, the smart coil became stretched. The physician removed the smart coil and then attempted to advance a new smart coil through the same microcatheter. While attempting to advance the new smart coil, the physician experienced slight resistance and inadvertently bent the smart coil pusher assembly. Therefore, the physician attempted to retract the coil; however, while the coil was being retracted, it became stretched at the distal end of the microcatheter. The physician was able to remove the entire coil using the pusher assembly and completed the procedure using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.